Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode that appeared to be due to oversensing of electromagnetic interference (emi). Technical services (ts) provided a review of the episode and recommended finding out what patient was doing at the time of the episode. This pacemaker remains in service. No adverse patient effects were reported.